Event description:
It was reported that they ordered 2 cases of samples - a304416a and a304716a both should be coude bardex ic foleys. They had not opened each foley tray but so far 2 out of each box were their standard latex and not bardex ic. Per follow up received via email on 16sep2025 stated that they were never in contact with a patient. They still had the unopened foleys. They received a return box but am not sure if they will all fit.

Manufacturer narrative:
The reported event was unconfirmed. The reported event is unconfirmed a risk review is not required. The reported event is unconfirmed a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Correction - d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they ordered 2 cases of samples - a304416a and a304716a both should be coude bardex ic foleys. They had not opened each foley tray but so far 2 out of each box were their standard latex and not bardex ic.